Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed de novo lesion was located in a calcified, severely tortuous mid left anterior descending artery. The 3.5x8.0mm nc quantum apex mr balloon was advanced to the lesion where it burst under the rated burst pressure. The ruptured balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed de novo lesion was located in a calcified, severely tortuous mid left anterior descending artery. The 3.5x8.0mm nc quantum apex mr balloon was advanced to the lesion where it burst under the rated burst pressure. The ruptured balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed a longitudinal tear in the balloon wall from the proximal edge of the proximal markerband to the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).